Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The investigation has been reopened due to receiving additional information. Depuy will notify the FDA when the investigation is complete.

Event description:
Pfs and medical records received.. Pfs reported injuries and illness as outlined in the complaint, no longer able to perform routine physical activities due to pain and swelling, and has to use cane daily. MRI reportedly showed cystic areas but no pseudotumor and questioned particle disease. Lab results for metal ions were less than 7 parts per billion. Bone scan reportedly showed possible loosening at cup and femur. Medical records reported limited range of motion, small radiolucency of right acetabular dome at superior rim, muscle spasms and tightness, increased swelling, right hip pseudocyst and questionable synovitic reaction and osteolysis at acetabular side. Revision surgical report noted quite a bit of cystic changes within ilium and bone grafting of large acetabular defect but no loosening.

Event description:
Patient was revised to address pain. A large cyst was noted on the radiograph.

Manufacturer narrative:
Additional narrative: patient was revised to address pain. A large cyst was noted on the radiograph. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the metal liner, no other reports were identified against the femoral head. Per procedure, these devices are exempt from device history record review. X-rays were received and reviewed by depuy cpd. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the metal liner, no other reports were identified against the femoral head. Per procedure, these devices are exempt from device history record review. X-rays and medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.